Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. They instructed to trace the tubing from the body to the pump and no kinks or close clamps were identified. Fingertip pressure was applied to port needle for 10-15 seconds, but alarm persisted. The tubing was clamped and attempted to remove cassette, but it was locked in place. While they were pulling on the silver lever, the pump returned to running. They instructed patient to unclamp the tubing. Display reads continuous reservoir volume empty in 26 hours and 20 minutes, but alarm returned with next pump cycle. Hard reset was performed by opening and closing the battery door with a 10 second pause in between, but down occlusion alarm returned after powering the pump back on. The tubing was clamped, and pump was powered off by opening the battery door. Reservoir volume was 57.9 ml. The event occurred at the patient's home and was operated by a health professional. They do not have any additional information at this time. There was patient involvement, and no patient harm/adverse event reported.